Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer were hospitalized due to high blood glucose, diabetes keto acidosis on (B)(6) 2020 with blood glucose level was 771 mg/dl. Customer experienced symptoms such as vomiting. The customer was treated with manual shot, emergency medical service, intensive care unit, and insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.